Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. There was no report of patient harm or injury. In the previous report, h4 date was incorrect.

Manufacturer narrative:
Additional information was received on may 13, 2025 and section h11 should be reported as: the manufacturer previously was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. During the evaluation, oxide contamination was observed on the connector and scratches were noted on the lcd screen. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report.